Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose, which resulted in a medical intervention. It was reported the customer took too much insulin before bed. Patient has treated with glucose tablets. Blood glucose reading had lowered to 29 mg/dl. Ems was dispatched and treated with IV with fluid. The customer alleged the pump was over delivering. Customer does not use auto mode/smartguard. During troubleshooting, the customer stated the pump¿s programming was not inaccurate. The insulin pump will not returned for analysis.